Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the videoscope had a bad angle/twist. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there were foreign objects inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Prior to the device being returned, the customer cleaned, disinfected, and sterilized the device. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with a detergent solution. Additionally, there was no discomfort and reprocessing were carried out as usual. The device was returned and evaluated, and the customer¿s allegation was confirmed. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to the wear of angle wire, the play of up/down knob was out of the standard value. An abnormal sound was made due to damage on the up/down knob. The additional findings are as follows; the bending section cover had slack, the adhesive on the bending section cover had a chip and a crack, the light guide lens had a crack, the adhesive around the object lens was peeled, the connecting unit and control unit had discoloration, and the connecting tube had a wrinkle. The following had scratches: the up and down knob, right and left knob, forceps elevator knob, forceps elevator lever, connecting tube, plastic distal end cover, scope connector cover unit, suction connector, the protector of the universal cord on the control section side, the protector of the universal cord on the suction connector side, the universal cord, scope cover, switch box, control unit, and the grip. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.